Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture are still on the needle. The variable depth straw has been trimmed. A functional evaluation using a simulation meniscus showed the t1 would not deploy due to its position behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pushing t1 behind the dimple. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the ultra fast-fix could not be deployed. T1 was removed from the patient using tweezers. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is good.